Event description:
It was reported that the device clinic treating health care professional (hcp) called technical services (ts) for further review of the pacemaker presenting electrogram (egm). Upon review, intermittent farfield oversensing of the r-wave and functional undersensing were observed. Ts provided the hcp with programming optimization recommendations. At this time, the pacemaker remains in service. No adverse patient effects were reported.